Manufacturer narrative:
The service request was reviewed for the description of the report, service activity including downloaded diagnostic logs in device memory to assign complaint mode, sub category and document most related diagnostic code in reported event. The diagnostic logs were reviewed and it was noted the ventilator experienced xb0069 and kb0079 codes which would render the ventilator inoperable. The service history record for this device was reviewed for similar complaint modes. Complaint trends will be reviewed and monitored. Investigation is in progress. Upon completion of the investigation and eval a supplemental report will be filed. Covidien reference: (B)(4).

Event description:
A report received from (B)(6) indicated that an 840 ventilator gave frequent high pressure alarms and then stopped cycling during patient use. Add'l info received stated: high positive expiratory end pressure (peep), the high pressure alarm frequently occurred and the device stopped cycling. Mode: assist control (a/c), respiratory rate (f) 15, inspiratory pressure (pi)8, inspiratory time (ti) 1/2, peep 27, (oxygen) o2 80%.the patient's blood oxygen saturation (spo2) lowered to 50% due to the incident. A jackson reese ambu device was used and the ventilator was replaced. The patient was removed from the ventilator and placed on a second ventilator. The pt was not harmed or injured as a result of the event.